Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the ER after receiving therapy. Upon interrogation, it was noted that the device was in backup vvi reset mode. The patient had been lost to follow and had not been seen since 2011. The bvvi report showed that there was no defibrillation. The patient was not currently in an arrhythmia. The device was explanted.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). Review of the device image indicated the por was due to normal battery depletion.